Event description:
It was reported that the insulin pump alarmed sensor error. It was reported that the customer had to suspend the insulin pump due to high blood glucose levels. Customer's blood glucose reading was 505 mg/dl. Troubleshooting was done for sensor error. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.